Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The cgm was reading 7.0 mmol/l. A bg meter reading was taken at home with a result of 22.0 mmol/l. No symptoms were reported. The patient was taken to the hospital by a family member due to the high glucose level. No information was reported regarding what treatment was provided for the elevated glucose level. At the time of the report on the same day the cgm was still inaccurate with a reading of 10.1 mmol/l while the bg reading was 26.4 mmol/l. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The cgm was reading 7.0 mmol/l and the patient felt dizzy. A bg meter reading was taken at home with a result of 22.0 mmol/l. The patient was taken to the hospital by a family member due to the high blood glucose level. At the hospital, the bg meter reading was 26.0 mmol/l while the cgm was displaying 5.0 mmol/l. No information was reported regarding what treatment was provided for the elevated glucose level. At the time of the report on the same day the cgm was still inaccurate with a reading of 10.1 mmol/l while the bg reading was 26.4 mmol/l. The patient was released from the hospital on (B)(6) 2020 and was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available

Manufacturer narrative:
(B)(4). B2: outcomes attributed to adverse event - additional. B5: describe event or problem - correction/additional. B6: relevant tests/laboratory data, including dates - additional. H2: correction/additional information. H6: health effect - impact code - correction. H6: health effect - clinical code - additional.